Event description:
An elderly female pt in the care of the (B)(6) hospital, (B)(6) managed to wriggle down to the foot end of the hospital bed and the tube set of an alphaxcell caught around her neck. The pt asphyxiated herself for a short while. Marks were left on her neck but she did not fall unconscious.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjohuntleigh, a branch of (B)(4). The alphaxcell was measured/photographed while on the floor & on a bed. It was found that the mattress was not modified and is functioning per the intended design. Photographs taken after the incident were also supplied and it appears that the tube-set was plugged into the pump with the twists already put into it. The photographs also show that the overlay mattress had slipped down into a gap between the end of the foot rail and the end of the mattress. This shows that the overlay mattress was not installed in line with the instructions provided in the IFU that states the following: "secure the alphaxcell overlay to the mattress by placing and tightening the four straps under the corners of the mattress. Tuck end flaps under the mattress." It was also found that bed rails were in use and would seem to be against the advise given in: the (B)(6) national pt safety agency safer notice 17 dates 02/26/2007 requiring action concerning using "bedrails safely and effectively". And hospital bed safety work group published in april 2003: clinical guidance for the assessment and implementation of bed rails in hospitals, long term care facilities, and home care settings (http://ww.FDA.gov/cdrh/beds). A review of the past twelve months found no occurrence of other similar incidents of this type with the alphaxcell product. The IFU for the product was also review as part of the risk assessment and it was found that the risk of strangulation due to incorrect installation had been assessed. However, the installation instructions did not mention cable or tube-set management of reduced the risk of strangulation. Since the alphaxcell range was made obsolete in the end of 2008, it was decided that an enhanced warning will be added to the user manuals for all our current pressure area care product ranges. All ifus for current products have since then been updated with the warning statement which read as follows. "Safety warning: alignment of the bed frame, safety sides and the mattress should leave no gap wide enough to entrap a pt's head or body, or to allow egress to occur in a hazardous manner where entanglement with the mains power cable and tubeset or air hoses may result. Care should be exercised to prevent occurrence of gaps by compression or movement of the mattress. Death or serious injury may occur. Make sure that the mains power cable and tubeset or air hoses are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas. Where cable management flaps are provided along the sides of the mattress, these should be used to cover the mains power cable." It appears that an appropriate clinical risk assessment was not conducted thus allowing bed rails to be used and the mattress was not securely fit as per the IFU thereby allowing the pt to shift the mattress from its correct position. This coupled with the twists put in the tube-set would increase the likelihood of the incident.